Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was interrogated post implant while leaving the procedure room. There appeared to be over-sensing on the right ventricular (rv) channel. Programming interventions were made, and the over-sensing was resolved. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.